Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-07118. It was reported that patient experienced ineffective therapy. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced. The ipg was also replaced (reference manufacturer report number 1627487-2019-07117). Effective therapy was restored postoperatively.